Event description:
It was reported that a cartridge alarm occurred during the load process. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no significant adverse impact. Despite assistance from technical support to load a new cartridge, the alarm recurred, and the pump was found to be out of warranty. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.